Manufacturer narrative:
The technician found the foot end brake casters needed to be adjusted during a between patient inspection. The most likely cause is age of the unit and normal wear and tear. The technician adjusted the foot end brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported, the foot end brake casters were not holding. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).